Manufacturer narrative:
The returned device was evaluated. During investigation the touch screen was found to react without being touched, the display shut down and a 10-beep error sounded. In this condition, the unit is unable to engage in monitoring activities. The instrument board and touchscreen were replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the display page changes constantly without touching the device's screen. No consequences or impact to patient were reported.